Manufacturer narrative:
A manufacturer representative went to the site to service the system. It was discovered the dingus had slipped a tooth. The position of the dingus was corrected. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site was transporting the imagining system to the room when they noted the gantry was unable to move to open or close. It was noted the gantry was only able to open an inch or so and close an inch but would not fully close. It was also noted the site had tried to press the covers together to confirm it was not the door switch. This issue was noted outside of a procedure, and there was no patient involvement.